Event description:
It was reported that when a patient presented in-clinic for a follow-up, crosstalk was observed. The device was reprogrammed. It was later reported that the device was explanted and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of crosstalk was not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the reported crosstalk was not determined.